Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced an infusion set fall off issue during use on (B)(6) 2026. The set had been in use for one day. The patient had the presence of ketones and was hospitalized where they were treated with IV saline and insulin.